Event description:
It was reported by the customer that the pyxis medstation es drawer is unable to open due to a malfunction, specifically a hardware failure of the latch mechanism. A customer has reported that there was a delay in the dispensing of medication to patients caused by a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that failed drawer 3-1. Enhanced hh. Unable to physically stay closed. A field service engineer identified a damaged spring within the solenoid assembly and proceeded to replace it. The system functioned as intended after field service engineer troubleshooting.